Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the stay safe/luer lock catheter extension set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis event and use of the stay safe/luer lock catheter extension set. Additionally, there is no allegation of a defect reported for this event. The patient decided to attempt to change out the catheter extension set on her own despite being instructed to bring the product to the clinic for the pdrn to change. The instructions for use for the 050-95005 describe the step-by-step process for changing the extension set. The pdrn stated the patient mistakenly changed out the extension set herself leading to the peritonitis event. Based on the available information and no allegation of a defect, the stay safe/luer lock catheter extension set can be excluded as causing the patient¿s peritonitis event. However, the patient¿s user error cannot be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for issues of slow drains and an m31 alarm received during treatment while utilizing the liberty select cycler on (B)(6) 2026. The patient stated having attempted to push in the pin for disconnection and that the pin kept twisting. The patient reported a fluid leak from the patient line extender. The patient canceled the treatment and was advised to contact the peritoneal dialysis registered nurse (pdrn). Additional details were obtained during a follow-up call with the patient¿s pdrn. The pdrn clarified that the patient had mistakenly attempted to change out the pd catheter extension set. The extension set had been delivered to the patient¿s home so that the patient could bring it into the pd clinic for the pdrn to change it out. The patient was instructed not to change it, however; the patient attempted to change it. The patient was initially started on prophylactic antibiotics (route, drug, dose, frequency, and duration not provided). Pd cultures were obtained and were positive for growth (no organism provided). The patient was diagnosed with peritonitis. The patient was treated with a completed antibiotic regimen (route, drug, dose, frequency, and duration not provided). The patient did not require hospitalization. The patient continued ccpd treatments at home. Attempts to obtain additional information were unsuccessful.